Manufacturer narrative:
This report is to  advise additional  findings observed  during analysis that are  unrelated to the  reported event: external abrasion the outer insulation was noted damaged and separated at 14.2 cm to 18.5 cm from the connector pin. The outer coil was noted stretched in this region. Visual inspection found an external insulation abrasion breaching the outer insulation at the proximal region of the lead consistent with friction to device can.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-06642. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead and the right ventricular lead exhibited abnormal parameters. A test was performed, and it was determined that the leads exhibited insulation damage due to clavicle crush. During the scheduled generator change out, the leads were both explanted and replaced. The patient was in stable condition.